Event description:
It was been reported that the event involved in-house patient who became acutely unwell with chest pain around mid-night of (B)(6) 2015 (wednesday night). Patient was urgently transferred to the cardiac cath lab, where a 100% occlusion to the rca (right coronary artery) was found. Successful angioplasty and stent was carried out. An iab was inserted post cardiac intervention. Iabp therapy was commenced around 2:45am ((B)(6) 2015). Cardiac cath lab tech reported seeing a number of alarms during initial startup but she said that they were not helium loss alarms. The (ccl)cardiac cath. Lab tech cannot recall the alarms. Patient was transferred to ICU on iabp therapy. At around 1pm, on the (B)(6), the a2w (serial no: (B)(4)) emitted a helium loss (2) alarm. The nursing staff on duty carried out an inspection of the helium gas drive line, the blue helium connector, the condensate vial and the helium tank. The staff reported that they could not see any evidence of blood or anything that was out of place. The helium cylinder was 3/4 full at that point. The alarm was reset and iabp therapy was commenced. Approximately 5-10 minutes later, another helium loss alarm was triggered, the staff went through the same process described above and found no evidence of blood or kinks and resume pumping. The customer reported that the helium loss alarm continued to be triggered at around the 5-10 minute interval and finally contacted (tfx) teleflex representative for support at approximately 2:10 pm. The teleflex educator provided initial support and advice on the phone during which the ICU educator carried out another check of the helium drive line, condensate bottle, and blue gas-drive line connector. No signs of blood were reported. A leak test was performed as per operators manual with tfx educator providing guidance on the phone. A chest clamp was used to clamp the tigon tubing between the y-connector on the iab and the patient end of the gas-drive line. The balloon volume was increased to 40 cc (during the course of the troubleshooting, the educator had reduced the balloon volume to 36cc (90%) as she was worried about the calcification). The pump was turned back on and the baseline pressure of the bpw was observed for more than 10 beats. The baseline pressure was observed to be stable and above the zero baseline throughout the leak test. Tfx educator advised ICU educator that the most likely cause of the helium loss alarm was due to a catheter abrasion. Tfx educator also advised that the iab should be removed and replaced if the therapy was still required. The rn informed tfx educator that they would continue therapy for the time being but also consider removing the iab as soon as possible. Tfx educator informed the staff that he would be able to be there in person to assist with further troubleshooting. Tfx educator arrived in the ICU at approximately 3:00pm. During the 20 minutes of bedside consultation with the nurse and educator another 5 helium loss alarms (loss 2 alarm) was observed. The ICU doctor was also involved in the discussion and in light of all the troubleshooting and the negative leak test - the md decided that the best option was to ceased iabp therapy. Intravenous anticoagulation therapy was ceased and iabp therapy was ceased at 4:15pm and iab was removed by attending ICU doctor. Tfx educator remained on site and retained the iab for further analysis by tfx. Doctor reported that the removal was easy and initial inspection of the balloon by the doctor indicated that no blood was seen in the balloon membrane. The md had initially planned to start weaning the iabp later in the day with the plan to remove the iabp the next morning. The patient was on 7 micrograms/min of noradrenaline and 6 micrograms.min of adrenaline. The patient had been on 1:2 and 90% balloon volume for 2 hours prior to cessation of therapy. Patient's inotrope requirements and blood pressure remained stable throughout the troubleshooting and reduction in assist-ratio and balloon volume. Patient continued to be stable post removal of iab.

Manufacturer narrative:
Concomitant medical products: minute of noradrenaline and 6 micrograms/minute of adrenaline. Qn#(B)(4). Device evaluation: returned for evaluation was a 40cc 8.0fr iab fos. No driveline was returned. Blood was noted on the outside of the bladder membrane. The bladder was unwrapped. The one-way valve was tethered to the short driveline tubing. The fos was not recessed upon return. The iab was submerged in water and leak tested using the mdt-50. The iab passed. No holes or leaks were detected in the bladder membrane, catheter body, or bifurcate. The iab was connected to an intra-aortic balloon pump (iabp) with lab inventory driveline tubing. The iab was inserted into the "t" tube and 75mmhg backpressure was applied. The iab was pumped for a minimum of 5 minutes. There were no alarms triggered. The bladder membrane inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. A device history record review was not performed. There was no confirmed product failure with the returned sample. Conclusion: the reported complaint of helium loss alarms is not confirmed. The returned iab passed functional testing. The cause of the original complaint is undetermined.

Event description:
It was been reported that the event involved in-house patient who became acutely unwell with chest pain around mid-night of (B)(6) 2015 ((B)(6) night). Patient was urgently transferred to the cardiac cath lab, where a 100% occlusion to the rca (right coronary artery) was found. Successful angioplasty and stent was carried out. An iab was inserted post cardiac intervention. Iabp therapy was commenced around 2:45am ((B)(6) 2015). Cardiac cath lab tech reported seeing a number of alarms during initial startup but she said that they were not helium loss alarms. The (ccl)cardiac cath. Lab tech cannot recall the alarms. Patient was transferred to ICU on iabp therapy. At around 1pm, on the (B)(6), the a2w (serial no: (B)(4)) emitted a helium loss (2) alarm. The nursing staff on duty carried out an inspection of the helium gas drive line, the blue helium connector, the condensate vial and the helium tank. The staff reported that they could not see any evidence of blood or anything that was out of place. The helium cylinder was 3/4 full at that point. The alarm was reset and iabp therapy was commenced. Approximately 5-10 minutes later, another helium loss alarm was triggered, the staff went through the same process described above and found no evidence of blood or kinks and resume pumping. The customer reported that the helium loss alarm continued to be triggered at around the 5-10 minute interval and finally contacted (tfx) teleflex representative for support at approximately 2:10 pm. The teleflex educator provided initial support and advice on the phone during which the ICU educator carried out another check of the helium drive line, condensate bottle, and blue gas-drive line connector. No signs of blood were reported. A leak test was performed as per operators manual with tfx educator providing guidance on the phone. A chest clamp was used to clamp the tigon tubing between the y-connector on the iab and the patient end of the gas-drive line. The balloon volume was increased to 40 cc (during the course of the troubleshooting, the educator had reduced the balloon volume to 36cc (90%) as she was worried about the calcification). The pump was turned back on and the baseline pressure of the bpw was observed for more than 10 beats. The baseline pressure was observed to be stable and above the zero baseline throughout the leak test. Tfx educator advised ICU educator that the most likely cause of the helium loss alarm was due to a catheter abrasion. Tfx educator also advised that the iab should be removed and replaced if the therapy was still required. The rn informed tfx educator that they would continue therapy for the time being but also consider removing the iab as soon as possible. Tfx educator informed the staff that he would be able to be there in person to assist with further troubleshooting. Tfx educator arrived in the ICU at approximately 3:00pm. During the 20 minutes of bedside consultation with the nurse and educator another 5 helium loss alarms (loss 2 alarm) was observed. The ICU doctor was also involved in the discussion and in light of all the troubleshooting and the negative leak test - the md decided that the best option was to ceased iabp therapy. Intravenous anticoagulation therapy was ceased and iabp therapy was ceased at 4:15pm and iab was removed by attending ICU doctor. Tfx educator remained on site and retained the iab for further analysis by tfx. Doctor reported that the removal was easy and initial inspection of the balloon by the doctor indicated that no blood was seen in the balloon membrane. The md had initially planned to start weaning the iabp later in the day with the plan to remove the iabp the next morning. The patient was on 7 micrograms/min of noradrenaline and 6 micrograms.min of adrenaline. The patient had been on 1:2 and 90% balloon volume for 2 hours prior to cessation of therapy. Patients' inotrope requirements and blood pressure remained stable throughout the troubleshooting and reduction in assist-ratio and balloon volume. Patient continued to be stable post removal of iab.

Manufacturer narrative:
Concomitant products: minute of noradrenaline and 6 micrograms/minute of adrenaline. (B)(4).